Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp). The unit is not zero in pressure. Checked with another pressure cable and dome but issue still same here. So front end board and internal pressure cable may be suspected to be defective. Both parts are required for testing purposes. As per hospital policy they will be unable to send back defective part. Customer is now not willing to repair this unit.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check the cs100 intra-aortic balloon pump (iabp)pressure zero has in issue. There was no patient involvement reported .